Event description:
It was reported that the system was generating communication errors, and locked up. No patient injury reported.

Manufacturer narrative:
A ge representative did not need to evaluate system. The customer reports a storm in the area at the time of the failure which caused a power interruption or surge. System is operating as intended.